Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Functional testing found the handle had 290 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system noted that during the last procedure in the field, the handle was entered into firing mode but was unable to fire. It was reported that the device did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur due to inadvertent button press. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#: n2m0021y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: n3c0600y) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery left upper lobe resection, while at a3 resection, 5 firings were able to be used without any problem, but malfunction occurred on the 6th firing. The reload was used and blood vessel resection was attempted, but after confirming that the green button lit, even when the green button was pressed, it did not enter the firing mode. The device jaws were fixated to tissue and were removed in the usual way. Another in-hospital shell, handle, and reload were used and operation was completed without any problem. There was no patient injury. When the operation check was done again after the procedure, the first time, the green button was pressed and it entered firing mode, but even when the down on the handle was pressed, firing was not possible. Waited for about 1 hour, then the device was fired after it was set again the second time, and there were no problem. There was no patient injury.